Event description:
It was reported that the patient experienced withdrawal due to low pump reservoir volume due to a missed refill. It was determined that the reservoir was dry on approximately late 2008. The hcp stated that the patient was admitted to the hospital four days later, with mental status changes and remained hospitalized. The hcp was still waiting for the pharmacy to obtain the intrathecal baclofen; concentration and daily dose were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.